Event description:
It was reported to philips that the system's geometry module was broken, which can impact c-arm geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the geo module needs to replace. No further information regarding the issue has been provided by the customer. No service has been performed by philips since there were no responds from the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.